Manufacturer narrative:
Information references the main component of the system and other applicable components are: product type lead ,product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that reprogramming did not resolve the patient's pain. The patient was to undergo a lead revision on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing intermittent stimulation on their right side. It was noted that the patient had fallen at least three times over the last year and they felt that this contributed to the issue. The rep checked impedances and found that contacts 8-15 had impedances >10,000 ohms. The rep programmed high dose stimulation around t9-t10 disc to cover the patient 's pain and the issue was considered resolved. No further complications were reported.